Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, weight gain, leg length discrepancy, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, legal counsel reports an unsuccessful right hip revision procedure was attempted on (B)(6) 2009; however, the taper adapter would not disengage from the trunnion of the femoral component. All components remain implanted. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2014-03751 / 03755).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 6 MDR's filed for the same event (reference 1825034-2014-03751 / 03755 and 06942).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, weight gain, leg length discrepancy, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, legal counsel reports an unsuccessful right hip revision procedure was attempted (B)(6) 2009; however, the taper adapter would not disengage from the trunnion of the femoral component. All components remain implanted. There has been no reported left hip revision procedure to date. Additional information provided in patient medical records confirm the unsuccessful right hip revision was attempted on (B)(6) 2009, all components remain implanted. Additional information in patient medical records provided product identification. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.